Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (serial number) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient (pt) states having difficulty. Pt states she was charging today and took both remote and the ins to charge and wont do anything or turn on pt states shes not getting stimulation. Pt states used battery from remote while trying to charge ins. Pt states 40% on ins and 80% on remote. Pss advised to try and use remote. Pt was first showing passive charge mode icons however that changed to cannot continue please charge controller. Pt was seeing all zeros at one point. Pt was confused on equipment names, etc. Pt states the remote now was saying too low to charge ins and needed to charge and was showing red. Pt states shes had the system since 2018 and every so often will have a problem. Pss reviewed to charge remote until solid green light and than plug in rtm to charge ins. Pt states she did go to bed with the ins being low. Pt will be calling back to charge her ins after the controller is charged. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received. It was reported that they got their controller to charge but when they went to charge their ins, it wouldn't charge and the recharger (rtm) got hot again their skin (pt said it had also gotten hot last week). Pt said they could not tell if the rtm cord was damaged but said it may be a little worn. Pt tried charging their ins and entered passive recharge mode (prm). In prm, pt had all 0's. A replacement rtm was sent to the patient. Additional information was received, it was reported the patient received a new recharger and the issue was resolved.